Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the air in the syringe was not passing through the cap appropriately. As the healthcare provider continued to apply pressure to clear air, and the cap blew off which made the syringe spraying blood all over the place. These blood gas syringes were considered not allow for a safe clearance of air from the sample. There was no reported patient involvement and/or adverse events as a result of the event.

Manufacturer narrative:
D3: mfg. Establishment name. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.